Manufacturer narrative:
The log file was made available and analyzed for the investigation. Based on the log file analysis, it could be confirmed that the device repeatedly performed restarts on the reported date of event within one ongoing ventilation session. A faulty power supply was identified to be the root cause of the restarts. A faulty power supply will cause a recharging issue of the internal batteries and result in a permanent discharged internal battery. Replacing the power supply remedied the issue. The savina 300 device periodically checks operation on internal battery where the device internally disconnects from the mains power (ac) for 500 ms and operates on internal battery. If the battery voltage drops, the test is canceled, and the power supply is switched to ac again. However, if the voltage drops too fast, the device shuts down while alarming acoustically and generates the 40.2000 error during the subsequent restart. In case a ventilation was active at that time, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. After 12 seconds at the latest, the device resumes ventilation with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during the patient's use, the ventilator restarted repeatedly from 1:05 on the (B)(6) 2023 at 1:30 a.m.. The ventilator was removed from the patient, and from around 10:00 p.m., the hospital staff checked the devices' operation, but there were no problems found. Additional information was provided that the hospital used a ventilator via a power strip. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during the patient's use, the ventilator restarted repeatedly from 1:05 on the (B)(6) 2023 at 1:30 a.m.. The ventilator was removed from the patient, and from around 10:00 p.m., the hospital staff checked the devices' operation, but there were no problems found. Additional information was provided that the hospital used a ventilator via a power strip. There were no patient health consequences reported.